Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there staples missing from the staple line? No. What was the appearance of the deployed staples (b-formation, irregular, legs straight)? B. Were the cartridges that were used gst? Yes. Was the patient male or female? Male. What is the patient s bmi? Dont know. Was buttressing being used? If yes, what type? If yes, was it used on all firings? Yes. Seamguard. All firings. Were there any issues on the sleeve (patient s side)? No. On the first two firings, the staple lines on the patient side were pristine, straight lines. On the specimen side, the staple rows were b-formed, but just not in straight lines. The cut line was fine. Before the surgeon fires the device, he uses the jaws to gently close and feel the area to ensure the cartridge feels right for the thickness of the tissue; the surgeon did not feel any abnormalities in the tissue. The patient side staple line was over-sewn just as a precaution because of what the specimen side looked like. The patient is fine. Photo analysis: based on the photograph and video evidence the belief is that the crosshatch pattern of the staples was the result of thick tissue. The root cause of the missing staples or staples very near the cut line is unknown.

Event description:
It was reported that during a sleeve gastrectomy procedure, the first firing was with a black reload and the second firing was with a green reload. With both firings, the staple line did not "look as intact" (the surgeon's comments) on the specimen side. The surgeon oversewed the staple lines of the first two firings. He requested a new device for firings three, four, and five and everything worked "beautifully" (the surgeon's comments). Another like device and oversewing were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m52r4p. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Intra-operative photos were received. Img1 - this intraoperative photograph is of the staple/cut line. It appears that there is double buttress. The staples appear to have a 3rd plane shape and are forming a cross hatch appearance in the buttress. Img2 ¿ this is a shot similar to img1, but taken from a slightly different angle and closer to the tissue. The cut line appears to be jagged. The inside staple on the specimen side appears to be very close to the cut line or possibly missing on the distal portion of the specimen. Based on the photograph and video evidence the belief is that the crosshatch pattern of the staples was the result of thick tissue. The root cause of the missing staples or staples very near the cut line is unknown.